Event description:
Reporting status: serious injury - permanent impairment. Reporting rationale: stent occlusion and stroke. Device issue: none. It was reported that a 57-year old man was admitted for recurrent episode of dizziness and diplopia. Noninvasive workup showed a high-grade stenosis of the distal v4 segment of the left vertebral artery. These episodes continued despite the institution of dual antiplatelet and heparin therapy. Angiography demonstrated a high-grade (85%) stenosis of the distal left vertebral artery. The right vertebral artery terminated as the posterior inferior cerebellar artery. Single-stage, primary angioplasty and stenting were performed with a vision 3 mm x 8 mm. Angiography demonstrated no residual stenosis (0%) in the region of the treated lesion. After the procedure, the ischemic events stopped and the patient was discharged on aspirin and clopidogrel. The patient did well for one month but them re-presented with intractable emesis and vertigo. An angiography showed an occlusion of the stent and the left internal carotid artery showed a small posterior communicating artery, which provided collateral flow to the basilar apex with retrograde reflux into the basilar trunk. Magnetic resonance imaging with diffusion showed evidence of acute infarction. The symptoms resolved over 48 hours. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident information. Per the IFU the intended use of the device is for improving coronary luminal diameter. The effects of the use of a vision stent in the left vertebral artery are unknown. In this instance, a conclusive root cause for the reported patient effects and their relationship to the device, if any, cannot be determined.